Manufacturer narrative:
Sections b1 and b2: corrected. Section d4: primary UDI corrected. Section h6: health effect - clinical code, health effect - impact code, and medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation. Review of the log files confirmed the low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular tachycardia could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6)2024. A persistent low flow hazard alarm was captured on (B)(6)2024, with flow decreasing to 0.0 lpm. The alarm persisted until the end of the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the reported events; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. This section provides an explanation of pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting,¿ and section 5 of the patient handbook, ¿alarms and troubleshooting,¿ outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there were zero flow values. The outflow graph was obstructed, and the patient may have needed a replacement. The patient presented with ventricular tachycardia (vt). Before cardioversion, patient converted and did not shock. There were persistent low flow alarms with pump flow "0.0". Pulsatility index (pi) and powers were in 3s. Green pump running symbol was illuminated. Patient was started on inotropes. An echocardiogram showed dilated ventricle. Subtherapeutic international normalized ratio for about 4 months. Lactate dehydrogenase was 211. The patient was awaiting computed tomographic angiography. Log files were submitted for review and captured low flow alarm events on 30nov2024 at 13:37:47. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. There did not appear to be any type of external equipment issues causing these events. The low flow events may be due to a patient related issue.